Event description:
The balloon was reported to have ruptured in a heavily calcified lesion below the knee. The balloon burst somewhere between nominal and rbp. Another savvy was used to successfully treat the lesion. There was no report of patient injury. The product was not returned for analysis. Analysis of the returned product on july 26, 2010 revealed the proximal mb to be moved from its original position; two pinhole-type punctures were noted in the balloon where the proximal mb was originally positioned.

Manufacturer narrative:
Please note that this complaint was initially reported under the alternate summary report type format, as the complaint was for balloon burst, and no product was returned. Upon receipt of the product, issues were noted and it was then determined to report the defect found under a 3500a medwatch report. The savvy balloon was reported to have ruptured in a heavily calcified lesion below the knee. The balloon burst somewhere between nominal and rbp. Another savvy was used to successfully treat the lesion. There was no report of patient injury. A non-sterile pta savvy 3.0mmx10cm, 120cm was received coiled and inside a bag. The balloon appears as if it had been inflated and deflated. Blood's residues were noted inside of the body shaft. No other anomaly was observed in the returned device. During microscopic analysis, it was noted that the proximal marker band had moved from its original position, as it was found near the proximal leg of the balloon. A scanning electron microscope analysis was performed on the balloon and proximal marker band which showed the balloon to exhibit evidence of external surface abrasions and splits near the leak site; the balloon internal surface exhibited no evidence of damage. The exact cause of the balloon leak at this site could not be conclusively determined. The marker band exhibited no anomalies, and exhibited evidence of having been glued in place. An attempt to inflate the balloon was done per (B)(4) and during inflation, a leakage was confirmed in the balloon due to an axial burst 8mm from the distal tip. As part of the investigation, assessment of the current controls in the savvy line was performed. It was determined that controls are in place to inspect the balloon for damage and leaks, as well as marker band placement, prior to the product leaving the facility. A review of the manufacturing documentation associated with lot r0109134 was performed which found that no issues were present during the manufacturing and inspection processes. The balloon burst failure reported by the customer was confirmed; however, the exact cause of the balloon burst could not be conclusively determined; controls are in place to prevent defective balloons from leaving the facility (refer to manufacturing work mentioned above). The exact cause for the secondary failure could not be determined as the marker band presented evidence of glue. Neither the product analysis nor the manufacturing records review suggests that the failure experienced by the costumer could be related to the manufacturing process. Therefore, no corrective/preventive action will be taken. With the information available and without films of the event, it is not possible to draw a clinical conclusion between the device and the event. However, the balloon showed evidence of abrasions on the outer surface that would imply there were vessel characteristics that may have contributed to the event.